Event description:
It was reported from a baxter sponsored (B)(6) study that a patient (pt.# (B)(6) , female) underwent an uncomplicated vaginal hysterectomy on (B)(4) 2013, in which floseal was used. On (B)(6) 2013, the patient developed a late complication which resulted in a pelvic abscess. The facility does not believe it is related to the study as this a known complication of vaginal hysterectomy surgery. The facility stated the patient has some underlying psych issues and has declined treatment and left the hospital (B)(6) despite counseling to the contrary. The facility at the moment does not know the status of the patient. Additional information received on (B)(6) 2013 from the reporting physician: the patient contacted the physician and accepted the antibiotic treatment. The physician believe she will be fine as long as she stays for the treatment.

Manufacturer narrative:
(B)(4). Baxter medical assessment: a vaginal hysterectomy is considered a clean-contaminated type of surgery, and despite of antibiotic prophylaxis, infection rates between 2.5% and 9% are the accepted incidences of postoperative infections. The user of floseal is cautioned in the instructions for use as follows: "floseal should be used with caution in contaminated areas of the body. If signs of infection or abscess develop where floseal has been applied, re-operation may be necessary in order to remove the infected material and allow drainage." The formation of a pelvic abscess is an expected complication in this type of surgery. While the cause of infection is bacteria colonizing the upper vagina, we cannot exclude that floseal has contributed to the development of this complication. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was provided. Batch record review was performed and it was determined that all quality inspection requirements for the final release of this product lot were met. No trend was identified. The manufacturing facility determined no further investigation is required at this time as the risk is adequately identified in the IFU, all quality inspection requirements for the final release were met, and no additional complaints involving infection has been reported for this lot. This is the first reported complaint of this nature for this product lot. The complaint will be kept on file for trending purposes.